Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that upon visual inspection of the complaint device the distal tips on both handles are broken off and were not returned. The balance of the instrument is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition replication of the complaint condition is not applicable as the devices are already stuck together and the extraction is already broken. While the root cause is likely a result of the method of use, since the specific conditions at the time of the issue are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight were not available for reporting. The patient is reportedly a child. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned veptr implant removal surgery on (B)(6) 2016, a 1mm component, described as a nipple, broke off the cap holding forceps. There was no delay; another instrument was available to use. Routine post-removal x-rays were taken and nothing foreign was seen in patient. The patient outcome was unaffected by the event. It was further reported that the planned revision surgery was performed due to the child¿s growth and also included a posterior spinal fusion. This report is 1 of 1 for (B)(4).